Manufacturer narrative:
The insulin pump was received with a broken end cap, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. No thread broken near the battery compartment was noted. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer's insulin pump had a broken case at the reservoir compartment and a broken thread near the battery compartment. Customer's blood glucose was not known. Nothing further reported.